Event description:
On (B)(6) 2010, pt reported infusion device screen would go "completely blank" when she tried to deliver a bolus. Pt hit the menu button and the screen would come back on. It took several attempts to deliver a bolus. Infusion device had power but "cut out" frequently. Pt also reported the history section of infusion device was not accurately storing info. Bolus history was incorrect. Pt reported elevated blood glucose in the 300 mg/dl range. Target blood glucose and treatment given were not provided. Pt was unsure if she was actually getting insulin. No alarms or errors were received on infusion device. Infusion set, battery, and adapter were used per specification. Insulin cartridges were not reused. Infusion device was not dropped or exposed to water or insulin ingress. There was no visible damage to infusion device. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Add'l attempt to reach pt was unsuccessful.